Event description:
A mitral cphv was explanted and replaced three years post implant due to thrombosis. The valve was implanted in 2000. In 2003 the pt presented with clinical symptoms. The valve was then explanted one month later and replaced with another carbomedics cphv mitral valve. At reoperation the surgeon found dark thrombosis adhered to the valve. The pt was last reported to be doing well.